Manufacturer narrative:
(B)(4).

Event description:
An applicator (lot number 5208558) was returned for evaluation. A visual inspection was performed and testing concluded that an investigation was unable to be performed due to only the applicator being returned. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/25/2016 that the patient experienced a missing sensor wire on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The sensor insertion was unusually painful and then the sensor failed to initialize properly within 15 initial minutes. Upon sensor removal, the wire was not visible on the sensor pod nor under the skin. On (B)(6) 2016, the patient's mother spoke to the patient's endocrinologist for guidance on the missing sensor wire but the doctor provided no medical treatment. Patient's mother then reached out to dexcom's doctor. It was indicated that no images had yet been made for the possible retained sensor. At the time of contact, the patient was fine and at home. Additional event or patient information was not provided. No product was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.